Manufacturer narrative:
A complaint on primary tubing was received from the customer. No product or photo was returned by the customer. The customer complaint could not be identified due to the product not being returned for failure investigation. A device history record review could not be performed on model 14179280 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that primary tubing sets were defective. The following information was provided by the initial reporter: material no: 14179280 batch(lot) no: unknown it was reported an unknown tubing set failure defect we are e-mailing to report a new suspected tubing set failure: 1. Event date: (B)(6)2020 2. Location: (B)(6) 3. Event description: suspected tubing set failure 4. Equipment: pc unit (), pump module a (), tubing set (tubing set model tbd) 5. Patient effect: no harm reported 6. Contact for file info: (B)(6), clinical engineering

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets were defective. The following information was provided by the initial reporter: material no: 14179280, batch(lot) no: unknown. It was reported an unknown tubing set failure defect. We are e-mailing to report a new suspected tubing set failure: event date: (B)(6) 2020. Location: hospital, (B)(6). Event description: suspected tubing set failure. Equipment: pc unit (), pump module a (), tubing set (tubing set model tbd). Patient effect: no harm reported. Contact for file info: emil-(B)(6), clinical engineering.